Event description:
User experiencing intermittent discrepant patient results for calcium and co2. Provided only four patient samples as examples. Patient 1, initial calcium gave 8.92 mg/dl, same sample repeated gave 9.66 mg/dl. Patient 2, initial calcium gave 6.49 mg/dl, same sample repeated gave 7.28 mg/dl. Patient 3, initial calcium gave 8.50 mg/dl, same sample repeated gave 9.60 mg/dl. Patient 4, initial co2 gave 35.3 mmol/l, same sample repeated on another analyzer same method gave 25.0 mmol/l. Initial results not reported. The field service representative was unable to determine the cause of the discrepancy. Performance tests performed, which were within specification.